Event description:
I received 3 treatments of coolsculpting in one visit on my lower abdomen and both sides (love handles) of my belly. Later that year many people noticed my stomach had doubled in size and I have had dark stretch marks on those specific areas I received coolsculpting treatment.